Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, lens flipped evaluation method: lens work order search. Results: visual inspection of the returned product found the lens optic torn into two pieces and both haptics torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens flipped in the eye. The doctor couldn't get the lens to flip back so the lens was removed. The lens was cut into pieces to remove with no patient injury, no enlarged incision or sutures. Another same model lens was implanted.